Manufacturer narrative:
A follow-p report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that failed an extended self-test. This was further clarfied as diagnostic code 3132 (keyboard key not responding). No patient involvement .